Event description:
Product 88-000002 cautery pencil deroyal lot number: 30226959 cautery had flames coming out the end. They were working on the cheek of the patient. Patient ended up with a 1st degree burn on cheek. Local solution was dumped on fire. The cautery cord caught fire on the right side of patient. Drape was removed. Cord caught fire further down while on the floor. Saline solution put the fire out. Betadine solution was used as the prep. Diagnosis or reason for use: cautery during procedure.